Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump powered on but the touchscreen did not accept input, and the user observed a small hairline crack on the device; as a result the user could not announce meals and relied on automated correction, with blood glucose reaching 236 mg/dl; the issue involved a fracture associated with the touchscreen component. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.